Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl with high ketones. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was released from the ER 5 hours later with the issue resolved and no permanent damage.